Manufacturer narrative:
An event regarding alleged squeaking related to the patients right hip was reported. Conclusion: a clinical review concluded that "reported click problem of the patient is not related to the predicate right hip restoration modular or trident arthroplasty devices but instead related to the uninvolved left hip with accolade ii stem and likely cup malposition with device impingement." Based on the conclusions of the clinical review a second event has been opened to investigate the components implanted in the patients left hip. No further investigation is required at this time for the right hip implants. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
At patient's 5 yr follow up visit the patient reported feelings of click when turning but no pain in hip. Although left hip reported to feel click, examination did not detect click. At (B)(6) 2016 monitoring visit, the monitor reviewed this patient's records and reported to stryker csm for filing of per. Patient x-rays will be emailed separately from this form as soon as they are provided by data management (patient has completed this study). Patient has history of squamous cell carcinoma and oa.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 6260-9-236, v40 cocr lfit head 36mm/+5, lot code: mjhj32; cat. No.: 6276-1-023, 23mm mod rev hip body/bolt stdcomponent, lot code: 32911102; cat. No.: 6276-7-019, mod con dist stem 19 x 155 mm, lot code: caxl110c; cat. No.: 5260-5-030, osteolock bone screw 30mm, lot code: 27086701; cat. No.: 5260-5-016, osteolock bone screw 16mm, lot code: 20619201; cat. No.: 5260-5-020, osteolock bone screw 20mm, lot code: 27403201; cat. No.: 5260-5-026, osteolock bone screw 26mm, lot code: 30018701. At this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not available.

Event description:
At patient's 5 yr follow up visit, the patient reported feelings of click when turning but no pain in hip. Although left hip reported to feel click, examination did not detect click. At (B)(6) 2016 monitoring visit, the monitor reviewed this patient's records and reported to stryker (B)(4) for filing of per. Patient x-rays will be emailed separately from this form as soon as they are provided by data management (patient has completed this study). Patient has history of squamous cell carcinoma and oa.